Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional info has been requested, but yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced white/creamy vaginal discharge, odor, pain, mesh exposure, midline dehiscence of urethral incision with suture in wound (dehiscence wound), extrusion, infection, unspecified urinary problems, unspecified bowel problems, recurrence, vaginal scarring, rash, worsening hearing loss, stress urinary incontinence, depression, migraines, constipation, abnormal weight gain (weight fluctuations), cough, congestion, fever, body aches, arthritis, sleeplessness (sleep disturbances), joint/knee pain, fatigue, chest pain, labial skin tag, dizziness, vertigo, anal soreness, rectal bleeding, burning, itching, blood clot, vaginitis (inflammation), vulvovaginitis, headache, insomnia, irritability, bacterial vaginosis (bacterial infection), small ovarian cysts (cyst), menstrual cramping, obesity, ear discomfort, multiple mesh erosions, leakage with sneezing/laughing/walking/exercising/coughing, lymphadenitis, urgency, urinary retention, blood in urine (hematuria), abdominal/vaginal/pelvic pain, urinary urge incontinence, back pain, frequency, purulent/bloody oozing (purulent discharge), posterior vaginal wall infection (infection), vaginal bleeding (blood loss), fibrous tissue with foreign body granulomas (foreign body in patient) (granuloma) (fibrosis), intermittent pulling sensation in left groin, pain with tampon use, discomfort, urinary tract infection, herniated disk, elevated white blood count, nausea, small bladder perforation (organ perforation), and required additional surgical and non-surgical interventions.